Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive with aerobic microorganisms at greater than 25 cfu after intermediate disinfection and 1cfu after the high level disinfection conducted. Ofr (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) reported the device tested with microorganism revivable (acinetobacter species at 4 cfu , micrococcaceae at 3 cfu during the first sampling. After the second sampling and reprocess, the device was tested with less than 1 cfu revivable microorganism. The results are conform to (B)(4) recommendation. The results obtained comply with the target level defined in the regulations of (B)(6) outlined on july 4, 2016. Rrc (regional repair center) france olympus device evaluation findings are below: valve unit air-leak. A-rubber gluing worn out (insertion tube). Biopsy channel scratched. Customer dcs checklist has not yet been received. Multiple follow ups were made. However, no response received from the customer. Investigation is ongoing, this report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts have been made to obtain the cleaning checklist from the user facility, but no response has been received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to determine the relationship between the device and a positive culture event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.